Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the valve was explanted after an implant duration of approximately 10 years. Requests for reasonf for explant, return of device and patient records have been made, but not yet provided to edwards by the healthcare provider.

Manufacturer narrative:
Additional manufacturer narrative - the device and records have been requested from health care provider but have not yet been released. There are several potential causes for prosthetic valve re-operation (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events additional information will be reported if received.